Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer has faulty controllers. A field service engineer, replaced auxiliary 4-1's controller and drawer 4's module controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system displaying a "device not detected on bus" error code. The customer stated that there was a delay in accessing medication to the patient. There were no adverse events or injuries reported based on this incident.